Event description:
It was reported that the customer's insulin pump would go into threshold suspend when her blood glucose level was over 60 mg/dl. The customer reported her dissatisfaction with the 530g insulin pump. Her blood glucose level was 84 mg/dl but her sensor glucose level was 117 mg/dl. The sensor and blood glucose level readings were not within an acceptable range. While troubleshooting bent cannulas were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.